Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during surgical intervention to explant the system, the leads broke off while they were being pulled out. As a result, the system was explanted but some contacts of the leads were left in the patient.